Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. However, the device was unable to prime during the prime test as a result of a loose drive support disk. The motor passed the motor test.

Event description:
The customer reported that the insulin pump alarmed motor error during the bolus delivery. The blood glucose reading was 178mg/dl. Troubleshooting was performed. Assisted the caller to run the self and displacement test and they passed. Reviewed the alarm history and found motor error, no delivery, and auto off alarms. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.